Event description:
A device tracking card was received by intera oncology on 02 jan 2024 for a patient already in the device tracking database with an intera 3000 hepatic artery infusion pump. Therefore, it was determined by intera to be a revision surgery. No advance notice was provided by the clinician that a revision was to occur. Upon contacting the clinician, intera was informed that the revision was performed due to pump site infection of methicillin-resistant staph (mssa).

Manufacturer narrative:
Infection is a known adverse event, as listed on the labeling of the intera 3000 hepatic artery infusion pump. If additional information is received at a later date, a supplemental report will be filed.